Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of pain is listed in electronic instructions for use peripheral stent system omnilink elite, ce as a known patient effect of coronary stenting procedures. A conclusive cause for the reported material deformation of the stent and patient effect(s) of pain cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: model # corrected from unk to unk omnilink elite. D4: catalog # corrected from unk to unk omnilink elite.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported through an article of an individual case regarding a patient presented with left claudication and was noted to have stenosis in the common iliac artery (cia). An omnilink elite stent was implanted in the proximal left cia and a non-abbott stent in the distal. Five years later the patient developed recurrent left sided intermittent claudication. Computed tomography (CT) revealed collapse of the omnilink stent within the cia. Therefore, pre-dilatation with a 7mm non-abbott balloon was performed and a 7.5x6cm supera self-expanding stent was implanted under intentional compression. The deployed length was 44m (27% compression). A follow-up CT at 5 months showed no stent deformation. The patient remained asymptomatic, with resolution of left intermittent claudication. No additional information was provided.